Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.035" j-tip guidewire retracted during arterial sheath placement. The arterial sheath was not in the true lumen, which led the physician removed the arterial sheath and converted to carotid endarterectomy (cea). No further complications were reported.